Event description:
It was reported that ketamine was scanned using interoperability and programmed for infusion, however the delivered medication was zosyn. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that ketamine was scanned using interoperability and programmed for infusion , however the delivered medication was zosyn. It was further reported that the ketamine was alternated between two different pump modules, as was the zosyn. There was a patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.